Manufacturer narrative:
The 8mm amplatzer septal occluder (aso) was received at (B)(6) and was decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 6f loader, deployed, and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.

Event description:
On (B)(6) 2013, an 8mm amplatzer septal occluder (aso) was implanted using a 6f amplatzer torque delivery system (dtv45) without incident. During a routine morning chest x-ray the following day the device was found to have embolized to the ascending aorta. It was retrieved with a snare and a 25mm amplatzer cribriform occluder (aco) was successfully implanted. The patient was reported to be recovering normally.